Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause for the complaint events could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." "Intraoperative or postoperative bone fracture and/or postoperative pain." "Loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity."

Event description:
It was reported that patient underwent an initial left elbow arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2015 due to metallosis, pain and migration of the radial head. The radial head, stem, and one screw were removed and replaced.

Event description:
It was reported that patient underwent an initial elbow arthroplasty on (B)(6) 2013. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.